Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient had edema and swelling. There was also vegetation on the leads. There were no additional adverse patient effects reported. The rv lead was explanted.